Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt964 optiflow + duet asymmetrical nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in sweden reported via a fisher and paykel healthcare (f&p) field representative that on 26 april 2026, the tubing of an opt964 optiflow + duet asymmetrical nasal cannula was found damaged during patient use. The healthcare facility stated that during the reported event, the subject nasal cannula had been in use for approximately one hour and the patient had gradually desaturated to an spo2 of 77%. The healthcare facility further stated that the subject nasal cannula was then replaced and the patient recovered without complications. There were no further patient consequences reported by the healthcare facility.